Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the swg was found kinked during used on the patient". The issue was resloved by using a new device. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "the swg was found kinked during used on the patient". The issue was resolved by using a new device. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The report that the guidewire kinked during use was confirmed through examination of the returned sample. The guide wire had four kinks throughout the body. The returned guide wire met all relevant dimensional/functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, the appearance of the damage is consistent with unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.